Event description:
It was reported that the arctic sun device keeps alerting 113 (reduced water temperature control). Nurse stated they were tried trouble shooting but alert keeps returning. Patient temperature (pt) was 37.4c, targeted temperature (tt) was 37c, water temperature (wt) was 26.4c, water flow rate (wfr) was 2 l/m, 3 pads connected. System diagnostics, outlet monitor temperature (t1) was 26.4c, outlet control temperature (t2) was 26.4c, inlet temperature (t3) was 26.4c, chiller temperature (t4) was 4c, water flow rate (wfr) was 2 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 52 percentage, mixing pump command (mpc) was100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 13956.6, pump hours were 13173.2. Advised to swap out to another device & send to biomed labeled 113, sn #(B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device keeps alerting 113 (reduced water temperature control). Nurse stated they were tried trouble shooting but alert keeps returning. Patient temperature (pt) was 37.4c, targeted temperature (tt) was 37c, water temperature (wt) was 26.4c, water flow rate (wfr) was 2 l/m, 3 pads connected. System diagnostics, outlet monitor temperature (t1) was 26.4c, outlet control temperature (t2) was 26.4c, inlet temperature (t3) was 26.4c, chiller temperature (t4) was 4c, water flow rate (wfr) was 2 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 52 percentage, mixing pump command (mpc) was100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 13956.6, pump hours were 13173.2. Advised to swap out to another device & send to biomed labeled 113, sn #(B)(6).

Event description:
It was reported that the arctic sun device keeps alerting 113 (reduced water temperature control). Nurse stated they were tried trouble shooting but alert keeps returning. Patient temperature (pt) was 37.4c, targeted temperature (tt) was 37c, water temperature (wt) was 26.4c, water flow rate (wfr) was 2 l/m, 3 pads connected. System diagnostics, outlet monitor temperature (t1) was 26.4c, outlet control temperature (t2) was 26.4c, inlet temperature (t3) was 26.4c, chiller temperature (t4) was 4c, water flow rate (wfr) was 2 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 52 percentage, mixing pump command (mpc) was100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 13956.6, pump hours were 13173.2. Advised to swap out to another device & send to biomed labeled 113, sn #(B)(6).

Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. Nurse stated they were tried trouble shooting but alert keeps returning. Patient temperature (pt) was 37.4c, targeted temperature (tt) was 37c, water temperature (wt) was 26.4c, water flow rate (wfr) was 2 l/m, 3 pads connected. System diagnostics, outlet monitor temperature (t1) was 26.4c, outlet control temperature (t2) was 26.4c, inlet temperature (t3) was 26.4c, chiller temperature (t4) was 4c, water flow rate (wfr) was 2 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 52 percentage, mixing pump command (mpc) was100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 13956.6, pump hours were 13173.2. Advised to swap out to another device & send to biomed labeled 113, sn #(B)(6). The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.